Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the the customer "over-corrected" via multiple bolus' with the pump to correct for an elevated blood glucose (bg) that ranged from 440 mg/dl to 460 mg/dl and delivered too many bolus' which resulted in a low bg level in the 50 mg/dl range. Reportedly, customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.